Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, hip-mom-cups-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk.

Event description:
It was reported that a patient was revised due to unknown reasons an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.

Event description:
It was reported patient was revised approximately 7.5 years post implantation due to metallosis. The femoral head was revised. Operative records indicate that during the revision procedure, the surgeon noted there was a fluid wave within the capsule that was removed. Further, the surgeon removed hypertrophic synovium throughout the joint and a large periacetabular osteophyte located antero-superiorly.

Manufacturer narrative:
Concomitant medical products: item # us157854, m2a-magnum pf cup, lot # 553410, item # 139256, m2a-taper insrt, lot # 713660 , item # 192513, echo por fem , lot # 850350.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.